Manufacturer narrative:
Pc-(B)(4)no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address swelling, pain and loosening of the tibial tray component at cement to implant interface. Cement manufacturer is unknown. Doi: unknown dor: (B)(6) 2018 unknown side.